Manufacturer narrative:
(B)(4). Batch #t5ep3j. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as the device performed as intended and opened and closed without any difficulties noted. The knife reverse button worked properly during testing. Additional information was requested, and the following was obtained: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Yes. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? No. If staples were deployed, what was the appearance of the staples in the tissue? (B-formation, irregular, legs straight)? Not mentioned. Please provide details. Was the staple line complete? Unk. Was the cut line complete? Unk. What is the current patient status? Not mentioned. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not mentioned. If yes, please explain.

Event description:
It was reported that during a whipple procedure, the device blocked when firing it. Surgeon used the reverse button and the manual override to return the knife, unfortunately without result. So he had to cut the device loose. The procedure could be completed with another stapler. There were no patient consequences reported. No additional information is available at this time.